Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 197 mg/dl. Customer was assisted with clearing the alarm. Customer stated that he woke up this morning and his meter said no delivery. Customer was unable to troubleshoot for no delivery as pump alarmed motor error. Customer stated that he had an x-ray last night and took off the pump and put it off to the side. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.